Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned. The root cause of this failure was not identified.

Event description:
The customer reported that fluid leaked from the end of the maxzero where the line is flushed, not the side connected to the hub of the nexiva IV catheter. The maxzero had been in use for 3 days on an oncology patient prior to the reported leak. There was no report of patient harm.